Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. If yes,- medical (drainage and culture). Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Yes. Was the suture removed in a reoperation procedure? Yes. Was reoperation necessary to remove the suture and re-close the wound? No. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Kenalog. What is the patient¿s current status? Healing. Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? No. What was the name of the procedure? Excision. What was the procedure date? (B)(6) 2022. Please confirm which lot number (rjmcxx or rhmezt) is involved for each patient? Only used 1 suture on patient. Lot number was rjmcxx.. Device history lot ==> a manufacturing record evaluation was performed for the finished device rjmcxx/ (B)(4) batch number, and no non-conformances were identified.

Event description:
It was reported that a patient that had the covid vaccine experienced a reaction like dermatitis because the suture was not dissolving. The hcp referred this to a "spitting suture". No hospitalization. Additional information was requested.